Manufacturer narrative:
There was no button error alarm. All of the buttons functioned properly; however, the unit had moisture on the keypad. The unit had battery tube threads cracked, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 123 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.